Manufacturer narrative:
Lead model 3889-28, lot #v792970, implanted: (B)(6) 2011, explanted: na, programmer model 3037, serial # (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect (noted as a slight increase in incontinence) and increase in her neuropathy in the feet moving into her legs following the use of the (B)(6). It was noted that after using the massager, she went to bed and felt a "flurry of pulsations" from the neurostimulator. The patient became scared and turned the device off and had not had any experienced any urinary urgency or frequency. It was noted that her physician was doing some bloodwork and took some x-rays to check for other potential issues. Additional information was requested and a follow-up report will sent if obtained.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient device was not working and since been off since last sept. The patient stated that device was never really 100% effective. It was indicated that the device had never done the job it was supposed to. It was indicated that patient had therapeutic ultrasound in the past for her back and was noted that the healthcare provider stated it was okay. It was reported that shortly after implant she used a king kong foot massager and she was wondering if that could have done any damage. The patient stated that when she turned the foot massager off her stimulator was fluttering and fluttering. It was indicated that shortly after she used the foot massager was when the device stopped being effective and the patient turned the device off for 3 weeks. It was noted that when she turned the device back on sometimes she would think it was working and sometimes she would think it was not working. It was noted that last fall was when she decided the device was not effective. It was indicated that it was not perfect after she had the implant done because she was still having issues. The patient was reprogrammed every 3 months. The patient stated she was seeing other healthcare provider who stimulates the pudendal nerve instead of the sacral nerve and was going to go through a trial for this.